Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. On (B)(4) 2016, an alert for right ventricular coil impedance at 134 ohms, which was up from a trend that had been in the 66-122 ohms range.

Event description:
It was reported that the right ventricular lead had several alerts for high impedance on the right ventricular coil. The lead remains in use. No patient complications have been reported as a result of this event.